Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device¿s screen was dim. There was no patient involvement at the time of the reported event. No patient or user harm was reported. Replacement of the lcd was requested. The investigation is ongoing.

Manufacturer narrative:
The user interface (ui) assembly was returned for failure investigation. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The customer complaint was verified during testing. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
The service engineer (se) confirmed the reported phenomenon (dim display). The se replaced the user interface assembly, and the phenomenon was improved.